Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the pump display is getting difficult to read outside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation: the pump has been returned and evaluated by product analysis 10/09/2013 with the following findings: during testing, the display screen was found to be discolored. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive; the ok and contrast buttons responded appropriately. The keypad was fully intact; no damage was observed. The keypad was removed and contamination was found under all key contacts. Also unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive. The audio bolus button cover was fully intact with no damage observed. The audio bolus button cover was removed and the white button slug was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.